Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 297 mg/dl. Troubleshooting was done. Customer stated that the display returned. Customer will monitor the pump for further issues. Replacement battery cap is being shipped.